Event description:
Hair found in sterile pack. Room had to be broken down and re-sterilized. Hair tested positive for protein. Manufacturer response for uro-gyn robotic pack, (brand not provided) (per site reporter). Hair is available to be returned to manufacturer.